Manufacturer narrative:
(B)(4). G2: foreign ¿ netherlands. The customer has indicated that the product will not be returned to zimmer biomet for investigation as is location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following surgery, a post-op x-ray showed a small open ring in the patient. After inspecting the instruments, the metal ring was found missing from the impactor adaptor. The plan is to currently leave the ring in the patient because there have been no complaints. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the part in the picture is an example and not the actual part as it shows the retaining ring still attached. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided and review identified findings of the reported issues: anatomic alignment of the left hip arthroplasty. Circular metallic object overlying the neck of the femoral prosthesis as noted consistent with a foreign body. A definitive root cause cannot be determined. The event is confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; g3; h2 the following sections were corrected: b5 the customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following surgery, a post-op x-ray showed a small open ring in the patient. The retained item was not seen on the intra-op fluoroscopy. After inspecting the instruments, the metal ring was found missing from the impactor adaptor. The plan is to currently leave the ring in the patient because there have been no complaints. There was no known impact or consequences to the patient.